Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2012 and suture was used. During the surgery the suture broke. It is unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual suture attached to the needle was returned and microscopically evaluated. The tip of the suture was found to have press marks indicating it was swaged. The broken piece was pinched off indicating excessive pressure might have been exerted on the device resulting into breakage. The needle was found to have swage marks on it. The suture was examined for tensile strength and it met the requirements. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00161. The same patient is represented in each medwatch.